Event description:
It was reported that a patient experienced fluid overload. The patient was hospitalized for a prolonged period of time. No specific medical or surgical intervention was reported. Additional information has been requested.

Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. The investigation confirmed the device ran the program for an extended period of time with no issues occurring. However, further investigation and determined that the cause of fluid overload is due to the rear housing broken at syringe collar which unable to tightened the cap on the syringe thread properly. Broken rear housing is the root cause of the issue. Therefore, the rear housing will be replaced. The front housing will be replaced as part of the repair process. A device history record review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this device history record review. Operator of device is unknown. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).